Event description:
A surgeon reports a pt developed uveitis and cystoid macular edema following intraocular lens surgery. The pt is being treated with a corticosteroid and antibiotics and is gradually recovering. The association between this event and the intraocular lens is not known.